Event description:
A (B)(6) pt underwent nanoknife ire treatment for pancreatic cancer on (B)(6) 2011. During the treatment, an event was reported. The system required multiple reboots, there were high current warnings during the procedure. Per physician request, treatment was aborted since no pulses were being delivered. The treatment was not completed as intended since only part of the lesion was treated.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. A review of quality inspection and manufacturing documents determined that the device met all specifications and quality requirements. A review of the hardware service database found a service order opened on the date of procedure for this issue. The generator unit was shipped to the original manufacturer for upgrading. The cause of the reboots and system malfunction was most likely caused by the machine system needing to be upgraded. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).